Event description:
The user facility reported that upon inserting the distal end of the endoscope into the pt's mouth at the early stages of a diagnostic gastroscopy, a complete loss of image was experienced. The physician elected to switch to a similar, but different device to complete the case. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image was noted to flicker and horizontal lines were observed when the device was angulated. The image was also noted to have an orange stain. The light guide lens was cracked and chipped. The bending section cover cement was discolored, cracked, and peeling. There were nicks and scratches noted at the distal end cover. The cause of the user's experience could not be conclusively determined. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.